Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H11: b1, b5, h1, h6: the initial complaint was reviewed and found not reportable. Additional information was received indicating there was only one screw that migrated. The one migrated screw is captured on manufacturer repot number 8030965-2020-07396. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The initial complaint was reviewed and found not reportable. Additional information was received indicating there was only one screw that migrated. The one migrated screw is captured on manufacturer repot number 8030965-2020-07396.

Manufacturer narrative:
This report is for an unknown cortex screw/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Reporter telephone number is reported as (B)(6). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported revision surgery occurred on (B)(6) 2020, due to device failure and non-union of the bone. The plate and six (6) 3.5 mm stainless steel cortex screws were removed during the revision. It is unknown what the patient was revised to. The original implantation of an lcp superior clavicle plate was implanted in the patient on an unknown date in 2018. It was determined the cortical screws backed out of the lcp plate by x-ray on an unknown date. It was reported that the screws were thought to have been implanted and tightened correctly in the original surgery. This is report 4 of 7 for (B)(4). This report is for an unknown cortex screw.